Event description:
It was reported that the patient was unable to charge his implantable pulse generator (ipg) and experience inadequate stimulation. Due to the inadequate stimulation the patient experienced what was described as crisis-like side effects that were resolved after being admitted to a clinic where he was administered medication and was able to charge his ipg. The patient has reportedly fully recovered and obtained full coverage.

Manufacturer narrative:
Correction to the initial MDR in block(s): b5.

Event description:
It was reported that the deep brain simulation patient lost his charger and was unable to charge his implantable pulse generator (ipg). He then experienced a loss of stimulation thus causing what was described as crisis-like side effects. The patient was admitted to a medical facility, administered medicine, and the facility charged his ipg which regained the stimulation and resolved the events. The patient received a new charger, is able to charge the device and has fully recovered. The device information was unable to be obtained despite good faith efforts.

Event description:
It was reported that the deep brain simulation patient lost his charger and was unable to charge his implantable pulse generator (ipg). He then experienced a loss of stimulation thus causing what was described as crisis-like side effects. The patient was admitted to a medical facility, administered medicine, and the facility charged his ipg which regained the stimulation and resolved the events. The patient received a new charger, is able to charge the device and has fully recovered.